Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 014 pta dilatation catheter was returned for evaluation. During the visual evaluation, the catheter shaft near the distal end of the balloon had a complete break exposing the inner guide wire lumen of the catheter, which also had bents. No other anomalies noted. No functional testing was performed due to the nature of the complaint and the condition of the device. The returned catheter shaft has a complete break and the exposed inner guide wire lumen due to the break has bents. Hence, the investigation is confirmed for the reported catheter shaft break and identified inner guide wire lumen bents. A definitive root cause for the reported catheter shaft and identified inner guide wire lumen bents could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 07/2026), g3, h6 (device). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the pta balloon allegedly pulled apart from the catheter and broke. Further it was reported that the component was still together and attached to the balloon. The procedure was completed using another balloon. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the pta balloon allegedly pulled apart from the catheter and broke. Further it was reported that the component was still together and attached to the balloon. The procedure was completed using another balloon. There was no patient contact.